Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a cartridge blood line. During treatment there was an external leak identified. There was no adverse event to the patient as a result of this event.